Event description:
A customer reported an internal drain tube (idt) problem with the lma-proseal size 5. It was reported that after induction of anesthesia, the device was inserted easily into the pt. As soon as ventilation (by hand) began, it was determined that there was a complete obstruction (no ventilation possible). The problem did not resolve after re-positioning the device. The device was withdrawn from the pt and the tube appeared to be disconnected and kinked. The customer described the tube as dislodged, as well as blocking the respiratory tube. It was reported that a regular lma was then inserted with no problems. There was no adverse event associated with event (no decreased oxygen saturation).